Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient lost all sound from the left side after heating static and then clicking sounds. When the speech processor is attached he only hears a buzzing sound. There was no trauma or head injury involved. The patient is bilaterally implanted and has access to sound on his right side. A re-implantation on the left side is being considered.